Event description:
It was reported that the patient was experiencing excruciating pain in the left hip, a new area of pain. The patient underwent a lead pull. The physician had the patient restart the pain medication. The patient had some relief and expected to have a full recovery.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc221850e0 model: sc-2218-50e serial: (B)(6). Batch: 7137882.